Manufacturer narrative:
Additional information : lot #: r19d27038. The actual device was not available; however, five (5) companion samples were received for evaluation. A visual inspection was performed to the five samples with no issues noted. Functional testing was performed including clear passage and pressure testing and the sets performed according to device specifications. The reported problem was not verified. A batch review was performed on the returned companion sample's lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of the event was reported as "over the past months". (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "air in lines" was observed in an unspecified quantity of clearlink continu-flo solution sets. It was further reported that bubbles became present in the line setting off the unspecified infusion pump alarms. This was identified during priming. There was no patient involvement. No additional information is available.